Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient reported trying to reattach sensor after not using it for about 2 months and keep getting a message to attach/resubmit sensor. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed through transmitter error via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event is reportable based on the findings of transmitter error.